Event description:
It was reported that while troubleshooting for an unrelated alarm, the home patient (hp) noticed air in the patient line during the initial drain, while being connected to the homechoice (hc). There was nothing unusual noted about the supplies that could have caused or contributed to the reported issue. A technical service representative (tsr) assisted a care giver (cg) with ending therapy and reviewed proper procedures. The cg planned on using new supplies to complete the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.